Event description:
The event was reported via the excellent study, the (B)(6) year-old female patient with a medical history of atrial fibrillation presented with a witnessed stroke on (B)(6) 2024, at 15:40 hour. The patient was presented to the treating hospital on (B)(6) 2024 at 16:25 hour. Intravenous tissue plasminogen activator (tpa) was administered at the time of stroke presentation. The suspected origin of the embolism was ¿cardioembolic.¿ the patient¿s baseline nihss score was 14 and a mrs score of ¿4-moderately severe disability. Unable to walk without assistance and unable to attend to own bodily needs without assistance¿. On (B)(6) 2024, the patient underwent an endovascular mechanical thrombectomy using a 132cm cereglide 71 catheter (nic71132c / 31335785). The pre-pass mtici score was 0. The first and second passes were made using direct contact aspiration device alone, targeted an occlusion in the m1 segment of the right middle cerebral artery (mca) resulted in an mtici score of 1 with no clot retrieval for both passes. Due to ¿anatomical challenges (tapering vessel),¿ the third pass was made using a tigertriever¿ stent retriever (rapid medical) and the 132cm cereglide 71 catheter also targeted the occlusion in the m1 segment of the right mca. The mtici score after the third pass was 3; there was no clot retrieval. The following concomitant devices were used: guidewire (unspecified brand), phenom ¿ 21 catheter (medtronic), and a 9fr optimo¿ balloon guide catheter (tokai medical products). The patient¿s 24-hour post-procedure nihss score was 20. The patient experienced a right m2 vessel perforation on (B)(6) 2024, which was made known to the site on the same day and to the sponsor on (B)(6) 2024. The principal investigator (pi) assessed this event as a serious, severe adverse event, that was not related to the cereglide71, and as having a causal relationship to the primary surgical procedure. This event required the endovascular intervention of coil embolization. The outcome is recorded as ¿recovered/ resolved with sequelae,¿ with an end date of (B)(6) 2024. Patient discharge date is unknown. Date of exam and evaluation tests were on (B)(6) 2024, with a nihss score of 11 and an mrs score of ¿5-severe disability. Bedridden, incontinent, and requiring constant nursing care and attention.¿ modified / additional information was received on 12-may-2025. On 08-may-2025, the clinical event committee (cec) adjudication was initiated for the adverse event ¿right m2 vessel perforation.¿ the cec adjudication was completed on (B)(6) 2025. The cec adjudicated adverse event term for the reported adverse event was updated from ¿right m2 vessel perforation¿ to ¿intraprocedural vessel perforation.¿ the cec adjudication deemed the event as ¿casual relationship¿ to the primary study procedure. The relationship of the event to the cereglide 71 catheter study device was assessed as ¿possible.¿ the cec adverse event (ae) further commented that the event ¿occurred following tigertriever and cereglide use.¿ based on the modified / additional information received on 12-may-2025, the event meets usfda reportability criteria under 21 cfr 803 with a classification of ¿serious injury.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, sex, gender, and weight were not provided. Section d.2b: procode is nry/qjp. Section e.1: the initial reporter phone and email address are not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (31335785) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. There was no device performance issue or device malfunction reported during the procedure. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Per the additional/modified information received on 12-may-2025, it was disclosed that the ¿right m2 vessel perforation¿ occurred following tigertriever and cereglide use. Based on this new information, the correlation between the event to the used cereglide71 device as a contributing factor cannot be ruled out. Therefore, the event of ¿right m2 vessel perforation¿ meets us FDA reporting criteria under 21 cfr 803 with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.